Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the "treatment socket is loose". This was confirmed to be a loos patient/therapy connector which could impact the delivery of therapy.